Manufacturer narrative:
Concomitant medical products: product ID: 977a260, product type: lead. Product ID: 977a260, product type: lead. Other relevant device(s) are: product ID: 977a260; product ID: 977a260. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) via the manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the ins was implanted 8 months ago and now showed elective replacement indicator (eri). Contacts 0 & 3 had impedance measurement of < 50 ohms. It was reported 5 days later that the ins had died/depleted. Battery longevity was calculated using the patient¿s settings: if the therapy impedances were 500 ohms longevity is 17 months and if therapy impedances were 1,000 ohms longevity is 34 months. The patient¿s actual therapy impedances were unknown. There were no patient symptoms. The ins needs to be replaced. The lead will also need to be replaced or avoid the out of range contacts. The event will be then be resolved. No further complications were reported or anticipated.